Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results showed that the device was received in good visual conditions and with a reload loaded in the device. The reload was received void of staples, with the washer uncut, with the drivers exposed. In addition, the returned cartridge was noted to have indentations on the washer made by the staples; it appears possible that excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. Before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. For more information please refer to the instructions for use. The device was tested for functionality with the test reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. The device fired without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection, on the first firing, the surgeon went in the pelvic area and the tissue was placed in the jaws. When closing the device, it felt hard to close. The surgeon ensured there was not too much tissue in the jaws. The device fired fine but the cut and staple line were incomplete. The proximal staples were formed; distal staples were not formed at all. It only cut half way. They took out the stapler, and used a different device and went below the staple line to staple the area. The patient is okay.